Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up was confirmed in the archive data and during functional testing. The root cause of the reported complaint was a malfunctioning load cell due to failed components. A review of the archive data showed multiple user advisory (07) (discrepancy between load 1 and load 2 too large) around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. A load cell characterization test indicated that one of the load cells was over-reporting. The defective load cell will need to be replaced to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(6) ) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. Per the customer, the reported issue delayed compressions. No consequences or impacts on the patient.